Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an irritation with little red and bleeding bumps from gel leak. Reporting out of an abundance of caution. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.